Event description:
It was reported that the pump system had to be removed due to infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter; product ID 8578, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type accessory. (B)(4).